Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was under the suspicion the device battery had prematurely depleted faster than expected. The estimated device longevity seemed to be on track as the device was always at high output. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.